Event description:
It was reported that the pt removed catheter, and it broke during removal. It was stated that the pt was fine. No further info was provided.

Manufacturer narrative:
The info contained herein is based on the info provided by the initial reporter. The device involved in this incident was not available for eval and investigation. Without the actual product, part #, or lot#, a complete analysis cannot be conducted. I-flow has prepared a technical bulletin in order to prevent or decrease catheter breaks entitled: "tips for preventing in-situ catheter breakage with the on-q post-op pain relief system." (1303971, rev. B). Also, in the pt guideline insert, I-flow has provided catheter removal instructions to ensure safe removal (1305285, rev. C). Complications may arise if a catheter (or portion thereof) is left in the body for longer than this period of time. If additional info that is pertinent to this event becomes available, I-flow will submit a f/u report.